Event description:
Event description boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died. There was a concern that the device may not have treated ventricular fibrillation (vf) correctly.

Manufacturer narrative:
Not returned. Event conclusion device interrogation was not completed before the patient's burial, therefore, examination of device function during the final episodes was not able to be reviewed. The funeral home will try to locate the explanted device and return it for analysis. No additional information is available. If more information becomes available, the event will be reopened.